Manufacturer narrative:
The device was received by the spacelabs healthcare equipment service center (esc) for evaluation. The esc technician found that the device would not power on at all. The issue was isolated to the cpu pcba. After the cpu pcba was replaced, proper device operation was observed and the device was returned to the customer use. While the cause of the unexpected shutdown was not duplicated, the cause was likely due to a failed cpu pcba.

Event description:
The customer reported that while performing chest compressions on a patient, the qube bedside monitor suddenly powered down. There was no patient or user harm associated with the reported failure.

Manufacturer narrative:
The customer was provided with a return authorization to have the device evaluated by a spacelabs healthcare repair technician. At this time, the device has not been received. Should the device be returned, a follow up report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.